Event description:
This report is being filed after the subsequent review of the following journal article: computerized navigation for length and rotation control in femoral fractures: a preliminary clinical study. Yoram a. Weil, md, alexander greenberg, md, amal khoury, md, rami mosheiff, md, and meir liebergall, md. (2014) j orthop trauma 28:e27-e33. This was a retrospective review of a total of 16 femoral shaft fractures. The study population consisted of 10 men and 6 women between the ages of 18-80. Ten patients were treated with piriformis fossa entry nails (universal femoral nails; synthes) and 2 were trochanteric-entry nails (lateral femoral nail; synthes). Two patients were treated with various competitor devices. The article does not mention which parts were in treated in which patients. This is unknown. All fractures healed between 3 and 6 months. One patient, age (B)(6) male, had shortening of more than 10 mm during surgery. This was accepted because of communition and bone loss. It is unclear if the synthes devices were associated with the complication as the article failed to identify the manufacturer of the device associated with the complications. This is report 1 of 2 for (B)(4). This report is for an unknown nail for the shortening of bone. A copy of the journal article is being submitted with the medwatch.

Manufacturer narrative:
This report is for unknown nails/unknown quality/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.